Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a myomectomy procedure and suture was used. The surgeon noted it was difficult to penetrate the needle into the uterus so it was removed from the site. When the surgeon looked at the needle, the tip was gone. Then, the surgeon found the broken needle tip in the tissue nearby. There were no adverse pt consequences reported.